Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left colon procedure, after firing the device it was difficult to remove from patient, and the proximal donut was missing or almost completely missing when they did remove the stapler. The surgeon then had to over sew the staple line to resolve the issue and used another device in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left colon procedure, after firing the device it was difficult to remove from patient, and the proximal donut was missing or almost completely missing when they did remove the stapler. The surgeon then had to over sew the staple line to resolve the issue and used another device in order to complete the case. The operation time extended for about 1 hour.